Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3+ functional tricuspid regurgitation (tr), tethered leaflets, and an enlarged atrium for a triclip procedure. One triclip xtw was implanted in the central part of the valve. The tr reduction was from grade 3+ to 1+. In august during a follow-up visit, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and tr increased from grade 1+ to 4+. On (B)(6) 2024 a second triclip procedure was performed to attempt to stabilize the slda clip and reduce the tr. First, one triclip xtw was placed in the commissural part of a/s leaflets in order to stabilize the movement of the slda clip. Then, a triclip xt was placed on the posterior part of the valve (p/s) to reduce the tr. The final result was very good. Final tr was grade 1+. On (B)(6) 2024 during follow-up transthoracic echocardiogram, the triclip xt was detached from the septal leaflet but stable, and the tr was increased to grade 2+. Per the physician, both sldas were due to leaflet tethering, and an enlarged right atrium impacted the coaptation gap for the first slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda per the physician is due to tethered leaflets and the enlarged right atrium impacting the coaptation gap between the leaflets, and is therefore related to patient conditions. Tricuspid valve insufficiency/regurgitation appears to be due to the slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.